Manufacturer narrative:
Concomitant medical products: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2016, product type: lead. (B)(4).

Event description:
Additional information received from the healthcare provider (hcp) via the manufacturer's representative (rep) reported there was a loss of stimulation coverage. It was unknown what led to the event. The last time the patient was seen, the rep reported good coverage. The patient said he lost stimulation in december and the rep was not notified of the issue. An x-ray was taken and the lead was removed from the epidural space. The lead was replaced. At the time of the report, the issue was resolved.

Manufacturer narrative:
(B)(4).

Event description:
The health care provider (hcp) reported there was stimulation in an undesired location. It was occurring daily. It was reviewed to sync the implantable neurostimulator (ins) with the patient programmer (pp). The pp showed stimulation on. The hcp had the ability to change the stimulation, increase and decrease. This did not resolve the reported issue. The patient was to follow up with the hcp. The patient has an appointment on (B)(6) 2015. The patient had stimulation in the wrong location; it should be on the right hip and leg. It was on the right side of ribs and it was uncomfortable. The stimulation issues started on (B)(6) 2015. Medical history includes non-malignant pain. If additional information is received, a supplemental report will be submitted.